Event description:
Resident was in shower chair getting ready to be showered. This chair has an opening in the front on the seat. Resident's leg slipped through the opening of the chair wedging her in. She was removed from the seat using soap as a lubricant. According to rptr, co has received other reports of similar incidents involving this style chair. Co is going to replace chair free of charge.